Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately 3.5 cm from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. The identified cable fracture is the likely root cause of the reported high impedances, high thresholds and loss of capture.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements greater than 3,000 ohms. The lead also exhibited increased pacing threshold measurements. A conductor fracture was suspected. Surgical intervention was performed, and the lead was explanted. Besides surgical intervention, no patient complications were reported.